Event description:
The customer reported to olympus the facility had reprocessing errors and four patient infections after cystoscopy procedures between (B)(6) 2022. The patients exhibited fever and urinary frequency. The patients' urine was cultured and the results were positive for pseudomonas. The endoscope was not tested for microbial contamination. Customer requested a reprocessing in-service with observation. The olympusendoscopy support specialist (ess) performed the in-service which included cleaning, disinfection, and sterilization information contained in the olympus manual. The ess identified the following reprocessing errors: the leak test was not being performed with the endoscope submerged in water, the forceps/irrigation plug (maj-891) was not being completely disassembled during reprocessing, the minimum recommended concentration of the disinfectant was only being checked once a day. The ess provided reprocessing wall charts to the customer for flexible endoscope cleaning & disinfection and reprocessing flexible endoscope accessories. The customer reported the following procedure dates but did not specify which patient procedure was performed on the specific date: (B)(6) 2022 (one patient), (B)(6) 2022 (one patient), (B)(6) 2022 (two patients). This event includes 8 reports for four patients and two olympus devices. (B)(6): patient 1, dob (B)(6) 1956 for cyf-vh (B)(6): patient 2, dob (B)(6) 1939 for cyf-vh (B)(6): patient 3, dob (B)(6) 1956 for cyf-vh (B)(6): patient 4, dob (B)(6) 1957 for cyf-vh (B)(6): patient 1, dob (B)(6) 1956 for maj-891 (B)(6): patient 2, dob (B)(6) 1939 for maj-891 (B)(6): patient 3, dob (B)(6) 1956 for maj-891 (B)(6): patient 4, dob (B)(6) 1957 for maj-891 this report is 1 of 8 for (B)(6): patient 1, dob (B)(6) 1956 for cyf-vh.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304-2022-00088.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus for inspection, and no detailed information on the infection history of the patients could be obtained, the root cause of this reported event could not be determined. However, after reviewing the user¿s reprocessing steps, the following information was confirmed: 1. Leak test procedure was not performed properly. 2. Leak test was not performed while an endoscope was soaked in water 3. Maj-891 was not completely disassembled during reprocessing of the accessories. 4. User checked disinfectant agent only once in a day. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who contact them.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.